Event description:
A home patient (hp) contacted global technical service (gts) regarding a check lines and bags alarm that appeared on the home choice (hc) during use. The home patient (hp) stated that he had an issue earlier and changed out only the cassette. Gts advised the hp to cycle power and restart the setup with all new supplies. On (B)(6) 2010 product surveillance spoke with the hp regarding the reported problem. The hp stated, he did not notice anything unusual with the cassette. The hp confirmed that he changed out only the cassette and not the bags. Product surveillance further advised that it is not recommended to change only one part of the set up and that all supplies must be replaced. The hp understood. The hp stated, he had not had any problems since. No adverse event resulted from this report.

Manufacturer narrative:
(B)(4). The sample is not available. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a check lines and bags (clb) alarm. Sample was not returned therefore complaint cannot be confirmed in the lab. Per the complaint information, the patient replaced the cassette however reused the solution bags. From the data within the complaint information, the root cause was not identified. This review found the labeling adequate for the reported user errors in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).